Event description:
A customer obtained an erroneously normal thyroid-stimulating hormone (tsh) result for one patient.the initial tsh result was 0.004uiu/ml. A result of 2.108uiu/ml generated upon re-test did not match the patient's clinical picture.the original specimen was re-analyzed on the next day and obtained result of 0.01uiu/ml was more in line with the patient's previous tsh results. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to the event. However, the customer was experiencing qc ssues after the event.a field service engineer (fse) was dispatched: a) the fse performed a diagnostic testing and results passed within instrument specifications. B) the fse replaced the transducer proactively, performed adjustments and alignments. C) the fse conducted level sense test and a system check with good results.a definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.